Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycemia event on (B)(6) 2025 due to bent cannula. The event occurred three or more hours after insertion. The insertion site was thigh. The infusion set was in use for less than 24 hours. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.